Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about the insulin pump not functioning properly. Customer stated that she rewinds it and keeps getting no delivery alarms; customer has to change out the infusion set to get it to start working again. Stated she has to rewind 3 times. Customer has been on insulin pump therapy for 20 years and never had this issue. Customer stated that her blood glucose value would not be high if the insulin pump was working right. Customer usually keeps the same reservoir with a different infusion set. Customer declined to provide her blood glucose value. Customer was very upset and hung up the call. Attempt to contact the customer was unsuccessful. No troubleshoot could be performed. Nothing further reported.